Event description:
It was reported that the left ventricular (lv) lead exhibited dislodgement, along with unstable thresholds and no capture at high output. It was noted there was phrenic nerve stimulation and diaphragmatic stimulation observed and the lv lead was inactivated. The lv lead was later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.